Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons had delayed responses and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The buttons had normal spring back and click.